Manufacturer narrative:
Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information available, the cause of the valve stenosis and increased gradient 2 years post implant of a sapien 3 valve in a failing surgical valve cannot be confirmed. Patient co-morbidities, in addition to the mechanisms described above may have contributed to the valve stenosis and increased gradients observed during the 2-year follow-up visit. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through the (B)(6) clinical study, 2 years post implant of a 23mm sapien 3 valve in a pre-existing surgical valve, the patient reported nyha ii symptoms. Increased gradient was noted on echo and CT was completed to check for a clot. The CT was negative for clot. Cardiac catheterization was completed, and the patient was instructed to schedule a follow-up appointment at the tavr clinic. Medical record review revealed the 30-day follow-up echo indicated a peak gradient of 50 mmhg, a mean gradient of 19 mmhg, a valve area by vti of 1.3cm2, and no significant paravalvular leak (pvl). One (1) year post valve deployment, no significant change in velocity or gradient was noted. The peak gradient measured 45 mmhg and the mean gradient measured 22 mmhg, with a valve area by vti of 1.4cm2. Two (2) years post valve deployment, it was noted that the patient was back in atrial fibrillation (afib) and reported shortness of breath (sob) and dyspnea on exertion (doe). The 2-year echo indicated a mean gradient of 44 mmhg, an ava of 0.7cm2, and a peak velocity of 448cm/s. No pvl was noted. The follow-up CT indicated the bioprosthetic valve had normal leaflet motion. There was no indication of thrombus. The valves remain implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.